Event description:
It was observed during the device inspection, that the xenon light source exhibited a b30 error code (image processor or light source). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields:h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the suggested reported malfunction occurred due to faulty scope socket. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.